Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt claimed that the pump is not recording the bolus in the pump's bolus history. The animas representative confirmed that the pt was programming the bolus in the pump correctly and the date/time of the pump is correct. There was no adverse event associated with this complaint.